Event description:
In '08, patient presented to ER and was determined to need urgent urology surgery. Patient taken to or. Anesthesia attempted intubation using mac 3 & mac 4 laryngoscopy blades, and was unsuccessful. Bullard laryngoscopy was used next. Pt easily intubated and surgery was completed. On post-op day 1, patient complained of weak cough sore throat, and difficulty swallowing, ent consult obtained. Using flexible nasopharyngeal laryngoscopy, ent saw what appeared to be a white foreign body below the epiglottis. Patient taken back to or and ent was able to remove foreign body in its entirety - it appeared to be disposable tip of bullard intubating laryngoscopy. After removal, patient noted instant improvement in his breathing. Pt d/c from hosp about 3 days later.